Event description:
Caller reported experiencing cartridge alarm 20 on multiple days while using the pump during the pumping process. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer will use multiple daily injections as a backup therapy to maintain insulin delivery until the replacement arrives.